Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was not returned to animas. If the pump is returned an evaluation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump rebooted without user intervention.